Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to femoral fracture and stem subsidence (possible cause or contributor of bone fracture not reported to the rep). A stem and head were revised to a restoration modular stem construct with a femoral head, and cables. Rep confirmed there are no allegations against the revised femoral head, and that no further information will be released by the hospital or surgeon.